Event description:
It was reported that a patient presented to clinic for lead revision due to high capture threshold noted on the right ventricular (rv) lead. During procedure, the rv lead helix would not retract. The physician elected to explant and replace the rv lead. The patient condition was stable.